Manufacturer narrative:
The following fields have been updated with additional/corrected information: imdrf annex c grid : c0502 - incorrect labeling and/or instructions for use imdrf annex d grid : d16 - conclusion not yet available

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes the user noted that the tube label information was incorrect. Five hundred (500) tubes were labeled with lithium heparin instead of sodium heparin. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: imdrf annex g grid: g04080 - label. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and upon completion, the indicated failure mode for incorrect label was observed. This complaint has been confirmed for the indicated failure mode of incorrect label. Bd has initiated further root cause investigation relating to the issue of incorrect label through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes the user noted that the tube label information was incorrect. Five hundred (500) tubes were labeled with lithium heparin instead of sodium heparin. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® nh 68 i.u. Plus blood collection tubes the user noted that the tube label information was incorrect. Five hundred (500) tubes were labeled with lithium heparin instead of sodium heparin. No health impact or consequence reported.